Event description:
It was reported that the insulin pump was dropped on the floor. It was stated that the insulin pump now rattles. It was also stated that the screen is frozen. The battery was changed three times, but the insulin pump is not working. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with currents in specifications. Unable to perform the prime test due to faulty force sensor. No frozen screen or pump rattling. The insulin pump passed self test. No physical damage or cosmetic damage noted on the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.